Event description:
It was reported that the patient went to the emergency room with excessive stimulation. The patient claimed that his room mate stole his patient programmer along with some drugs, turned his stimulator up and wouldn't give the patient programmer back. The patient was found in a street, in his wheelchair, screaming in pain. A good samaritan brought the patient to the emergency room. Additional information reported that the implant "broke" and the patient was in a lot of pain everyday. The patient had both a deep brain stimulator (dbs) and a spinal cord stimulator (scs). It was noted that when the patient was in the emergency room, he felt it was the dbs unit that was causing the pain. The patient was referred to his managing physician. Several attempts to follow-up with the healthcare provider for additional information were made without success. The known physician noted that they were not treating the patient at the time of the event. Reference MFR report# 3004209178-2009-01368.